Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during peritoneal dialysis (pd) therapy, the transfer set disconnected from the titanium adapter. The patient reconnected the transfer set and continued therapy. The cause of the disconnection was unknown; however, the patient and caregiver were not checking the titanium adapter as instructed. The titanium adapter remained in use and no leak was noted. It was also reported the patient ¿did not have a mask on and their hands were unwashed¿ while performing therapy which resulted in peritonitis. The peritonitis was manifested by abdominal pain, diarrhea subsequently causing dehydration. Initially the patient was treated as an outpatient with cefazolin (1.5 gm for 21 days) and nystatin (500,000 units four times a day for 24 days), however, the patient was hospitalized 13 days after the event due to the manifestations. The patient outcome was not reported. Action with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.